Event description:
It was reported that the patient reported shortness of breath upon exertion. At that time, there was an atrial lead warning for undefined impedance measurements. The lead also had non-capture and was not sensing appropriately. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2007. A 5076 implantable pacing lead, (B)(6) 2013. (B)(4).